Event description:
Respiratory therapist was cleaning the ventilator and at first the ventilator displayed a check flow sensor error. Therapist stated that they restarted the ventilator and then the hard drive failure came up. The ventilator was brought down to the shop to reload c500 base image. This is supposed to fix the problem, per draeger, and if not, a new hard drive would need to be ordered. We have 12 draeger ventilators total and hard drive failures have been occurring frequently in recent months.======================manufacturer response for ventilator, (brand not provided) (per site reporter).======================draeger claims hard drives fail and this is an issue that happens over time.